Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported experiencing poor touchscreen response and the system increased pressure on its own. The system communicated a sound indicating the patient's intraocular pressure increased. The staff decreased the pressure. The case was completed with no harm to the patient.

Manufacturer narrative:
The system was examined. The company representative did not indicate finding any issues that would be associated with the reported event. However, the touchscreen was replaced. The system was tested and found to meet product specifications. The system was manufactured on june 6, 2012. Based on qa assessment, the product met specifications at the time of release. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. (B)(4).